Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A photograph and x-rays images involving the reported device were included for review. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and loosening of the patellar components at bone to cement interface.